Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 250 mg/dl. Customer was unable to do any troubleshoot including high blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.